Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the augment was broken while impacting during a knee arthroplasty. It was reported that the instrument was fractured, and all pieces were returned. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned provisional was identified to be fractured. Review of the device history records identified no discrepancies. As the device was in the field for over eighteen (18) years with an unknown number of uses, the root cause is determined to be wear and tear from use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.